Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
It was reported that during the surgery of rotator cuff suture ,the anchor was broken off, removed all the pieces. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary:according to the information provided, it was reported that during the surgery of rotator cuff suture, the anchor was broken off, removed all the pieces. The complaint device was received and inspected. It was observed that the distal tip of the anchor was broken, and the proximal end of the thread anchor was broken too. Therefore, this complaint can be confirmed. Also, it was noticed that the anchor is off the inserter. It was identified that cancellous threads on the anchor were stripped. There are tissue debris into the distal tip of the anchor. Finally, the suture was not attached in the device and the suture card was not in place. The suture provides tension for anchor to be seated on the inserter and the suture was missing that would help determine the root cause for the failure. The possible root cause can be associated with off axis insertion and levering during insertion. For the anchor pulled out the inserter could be related to the damaged in the anchor as it was broken in the proximal tip where connect into the inserter. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number: l882984, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.